Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, the patient's right ventricular (rv) lead exhibited low pacing impedance and high capture thresholds. The patient also reported feeling pain on their left flank during threshold testing. A computerized tomography scan revealed and confirmed cardiac perforation due to a prior fall from the patient. The rv lead was explanted without replacement on (B)(6) 2021. The patient was stable throughout.